Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6= the drive shaft f/ria 2 l520 (p/n: 03.404.035, lot number: j001373) was received at us cq. Visual inspection of the complaint device showed the distal tip of the shaft was deformed. However the reported condition for broken could not be confirmed. No other issues were observed with the returned device. The overall complaint was confirmed as the device was received was deformed. However, the reported condition for broken could not e confirmed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot = null,part # 03.404.035, synthes lot # j001373, supplier lot # j001373, release to warehouse date: 04 may 2021, supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided.,null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Not available due to confidentiality law. Additional product code: hto. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Occupation: reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Customer quality investigation: the device was not returned. A photo-investigation was performed on the image. Upon inspecting the provided images, the distal tip of the shaft observed to be deformed. However, the reported condition for broken could not be confirmed from the provided image. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Conclusion: the overall complaint condition can be confirmed during photo investigation since the device condition was consistent with the event description. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history review: a manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for an ankle nail surgery. During the surgery, the reaming head broke in 2 parts and the drive shaft was damaged. There were fragments are generated and remaining in the patient. The surgery completed successfully with 15-minutes delay. The patient outcome was unknown. This complaint involves one (1) device. This report is for (1) drive shaft f/ria 2 l520. This report is 1 of 2 for (B)(4).